Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
Patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported that patient was experiencing ineffective stimulation due to drg lead migration. Leads were removed and replaced with the same model lead. Patient has effective stimulation, post-operatively.